Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Dogan, e., ulger tutar, z., tuncer, o. N., levent, r. E., engin, ç., yagdi, t., atay, y., & özbaran, m. (2024). Outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1472663. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that heartmate 3 (hm3) may be associated with pleural effusion, cardiac tamponade, polyuria, positive blood cultures, thrombus, infection, right ventricular failure, ventricular tachycardia, ventricular fibrillation, and death. Patient number 10 experienced an intensive care unit (ICU) stay of 32 days, ventricular fibrillation, myocyte hypertrophy, and was discharged on device. This information was extracted from tables 1 and 2.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus in the right atrium could not be confirmed through this evaluation as no images were provided, and the device remains in use. It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that a heartmate 3 pediatric patient exhibited a thrombus in the right atrium due to non-compliance with anticoagulant therapy. The event resolved with anticoagulant therapy revision. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism (including venous and arterial non-central nervous system), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient exhibited a thrombus in the right atrium due to non-compliance with warfarin therapy, which resolved with anticoagulant therapy revision.

Event description:
The patient was initially admitted to the hospital as decompensated and was admitted to the pediatric intensive care unit. During the patient's pediatric intensive care hospitalization, ventricular fibrillation (vf) developed at 05:00 on (B)(6) 2024, and asystole was observed while defibrillating, and they returned to their basal rhythm after 16 minutes of cardiopulmonary resuscitation (CPR). Lidocaine and amiodarone loading were performed. Dopamine was stopped. Lidocaine was continued as 40mcg/kg/min and amiodarone as 10mg/kg/day inf. Arrhythmia developed before device implantation. An implantable cardioverter-defibrillator (ICD) was not implanted. The arrhythmia did not recur.

Manufacturer narrative:
Section a2 / a4: corrected. Section d4: corrected. Section h4: corrected. Section h6: corrected. Manufacturer's investigation conclusion: it was originally reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that a heartmate 3 pediatric patient experienced ventricular fibrillation (vf) during an intensive care unit (ICU) stay of 32 days and was discharged on the heartmate 3 left ventricular assist device (lvad). However, further information communicated by the account revealed that the patient's arrhythmia developed prior to lvad implant and was not considered to be device related. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. No further information was provided. The manufacturer is closing the file on this event.